Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. If additional information or if a device later becomes available, supplemental vigilance report(s) will be submitted at that time.

Event description:
The event occurred on an unspecified date and involved a oncology kit w/60" (152 cm) appx 2.2 ml, smallbore ext set w/chemolock¿ port, clamp, anti-siphon valve, spiros®; chemolock¿; syringe transfer set w/microclave®, chemolock¿ port. The reporter stated that when they first started to use this tubing, the connection was not staying closed. They found it was able to be detached, and they had several cassettes leak. They don't think it is from the actual cassette, as they have had the same issue with different size cassettes. The patients did have potential exposure to hazardous medications in their homes. Also, it would appear that patients did not receive their entire dose of medication. The 5fu was in the bag. All leaks have occurred once the patient left the facility. Although there was patient involvement, there was no adverse event.